Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient's infusion set fell off during use and this issue occurred with one infusion set. Moreover, the infusion had been used for one hour. Further, they changed the infusion set and resumed insulin deliveries successfully. No further information available.